Event description:
Breast implant illness; I began to sister from severe fatigue, nausea, brain fog, pins and needles, even developed a hand tremor around 2009. It was believed that I had a tia in 2015 that was never verified, but health issues continued to worsen after this. Multiple neurologists believed I had lupus, ms, or brain tumors. All tests came back normal. Episodes of anaphylaxis, appendix, etc. As health continued to decline, I could feel myself fading away. I truly felt like I was dying. Bii was recommended to me, and I had surgery with a full capsulectomy (B)(6) 2020 to have them removed. Practically all of the 30+ symptoms that I was experiencing have reversed or begun to reverse. My hand tremor was gone immediately after surgery, and not even the nortriptyline that the neurologist prescribed previously could help it before! My health is slowly improving every day. I know without a doubt that my health was in jeopardy if I kept the implants in. They were mcghan style 68, saline-filled implants. FDA safety report ID# (B)(4).